Event description:
Adverse event: interrupted surgical procedure. Malfunction: secondary energy too high. A technician reports they received a 'secondary energy too high' message on the laser display during surgery. Follow-up information was received. The laser was idle for over two hours without an energy check before the first patient of the day. The procedure was aborted at 5% but was eventually completed. The technician reported that the surgeon said the patient is doing well and has not been harmed or injured by the reported event.

Manufacturer narrative:
Determination of root cause: assessment: the territory manager (tm) via phone fix requested and received from the site the logfile for review. The tm noted that the laser was idle for over two hours without an energy check before the first patient of the day. The surgeon aborted the procedure after 5%. Before being advised to continue the rest of the procedure after 5%, the surgeon continued to 7%. The tm advised the site to do at least three energy checks just before the first patient of the day if they are unable to do an energy check every half hour and the laser is idle for an extended period. Manufacturing investigation was not performed as no parts were replaced. A review of the complaint database for the prior three months revealed no other complaint of this type was reported for the system. Conclusion: based on the results of the investigation. The root cause was inadequate energy check after the laser was idle for two hours before surgery. (B) (4)